Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 237 mg/dl which was treated with insulin pen. Customer was hospitalized due to spinal surgery and insulin pump was kept separate in another room during some procedures. Insulin pump was out of warranty. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.